Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer number: 3006705815-2022-01472. It was reported the patient experienced error message MRI was not advised, wherein it was thought that it may be a lead problem. In turn, a thoracic. Spine x-ray done, at which time the x-ray was read as normal. Surgery may occur later to address the issue.